Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 165 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited oversensing and pacing inhibition on the atrial channel. Additionally, elevated threshold measurements and decreased sensing measurements were noted on the right ventricular (rv) channel. A revision procedure was performed and both leads were removed from service. No additional adverse patient effects were reported.